Event description:
It was reported that on (B)(6) 2009, the patient underwent a lateral and posterior lumbar interbody fusion. Reportedly, the surgeon performed the procedure by utilizing a lateral approach without a cage. Also, on (B)(6) 2014, the patient underwent a 360-degree lumbar interbody fusion. The surgeon, reportedly performed the procedure by utilizing both anterior and posterior approaches and by placing rhbmp-2 inside a cage. Subsequent to his procedures, the patient was diagnosed with bony overgrowth at the site where bmp was implanted. As a result, the patient had required extensive medical treatment, including having to undergo an additional surgery. The patient had never recovered from his surgery involving rhbmp-2/acs and cage, and he continued to have daily severe disabling pain that prevented him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.